Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the touch pad was not working. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the event date was (B)(6) 2021. There was no harm to the patient. As the issue occurred a long time ago, the reporter was unsure if the information is correct. The patient was intubated and the robot was placed over the patient and no error message had been given by the robot at that time. The procedure was completed with only one console. The assistants console was defective and the surgeon did not have to change consoles. The technical service engineer (tse) provided the following additional information: the surgery which was going on at the time of the call was using two surgeon side consoles (sscs) of which one had the error 75, which was not blocking/hampering the ongoing surgery. The surgeon was able to finish the surgery by using the second ssc.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the touchpad due to hard error 75. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The touchpad was installed onto a system and it failed to boot up the ssc with an error 75 displayed.